Event description:
The customer reported that fetal scalp electrode was difficult to remove. Before removing fse, the metal part of the electrode had to realign to the normal position causing wound on the skin surface which is bit bigger than normal.

Manufacturer narrative:
This supplemental report is created with reference to mfg report #1218950-2021-10993 with corrected information to update the registered legal manufacturing site.